Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the guidewire was removed from the packaging, the distal end of the hybridwire separated. The guidewire was not used with the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full guidewire was returned and analyzed, the guidewire was unraveled. The stylet/guidewire was kinked/buckled. Visual analysis of the lead indicated damage during use. If information is provided in the future, a supplemental report will be issued.